Event description:
(B)(4). It was reported that the fiber broke in half on the portion that remained outside of the scope. Per receipt of sample, breakage was noted 15 3/4" from the insertion end.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.